Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Dear, I have received a complaint from a client regarding the following product: bd plastipak, 1 ml luer, ref 303172, lot2402082, tht 01-2029. Complaint: when pulling up the syringes, the plunger and plunger goes all the way out of the syringe, with no extra force required cq you pull through a resistance. This is the case with all syringes. Kind regards, (B)(6) msc,.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a total of thirty-five samples were provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on any of the devices. Functional testing was performed, the plungers moved properly by hand and no plungers fell out of the syringe. A device history review was performed for reported lot 2402082, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified. A sampling of ten of the returned samples underwent the same evaluations, the results for the silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation and sample evaluation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Dear, I have received a complaint from a client regarding the following product: bd plastipak, 1 ml luer, ref 303172, lot2402082, tht 01-2029. Complaint: when pulling up the syringes, the plunger and plunger goes all the way out of the syringe, with no extra force required cq you pull through a resistance. This is the case with all syringes. Response received is this occurring before use or during? During use is the plunger pulling completely out of the syringe barrel or it is moving with little resistance? Completely out.